Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified damage to the high wall section, anti rotation scallops, and locking features on the outer spherical surface. Damage includes deformation, gouges, nicks, and scratches to damaged areas. No other damage noted. The shell was not returned as it was implanted. Complaint sample was evaluated and the reported event was not confirmed. The additional information would not change the root cause of the previous investigation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted concomitant medical devices: item #00875704802/ shell with multi holes/ lot #63835357; item # 163667/ 32mm mod head cocr / lot #624270; item # 164401/ taperloc pc/lot # 6639827. Report source: (B)(6).

Event description:
It was reported that during an initial hip procedure the liner would not seat into the shell component. Attempts have been made and additional information on the reported event is unavailable at this time.